Event description:
It was reported by the patient that they developed a clot shortly after the implant procedure. The patient was told by the physician that it would go away over the next year or so. The patient has not discussed with a physician recently. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).